Event description:
New information received notes that post-paced t-wave oversensing continued to be seen through merlin.net transmissions. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made to device. Patient condition is well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.